Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The log file captured low power and other associated alarm types on (B)(6)2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu alternating current (ac) power cord coming loose at the ac wall outlet or house power disruption. There was no interruption in pump support during these events. The event file also captured driveline (dl) communication (comm) b faults on (B)(6)2025. The recommendation was to replace the modular cable and system controller if it was safe to do so at the time. The modular cable was exchanged, and new log files were sent. The event file post modular cable exchange captured an additional 7 minutes of data that showed that the dl comm faults did not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on 25jan2025 to 13feb2025 was reviewed.the controller event log file captured low power hazard/no external power alarm event on 25jan2025 at 11:49:29. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored at 11:49:31 and the no external power alarm cleared. Additional information reported the cause of the no external power alarm event was not identified and it was unknown if the ac power cord has the v-lock feature. It was reported mobile power unit (serial # unavailable) was not exchanged, and the product will not be returned. A root cause that led to the no external power alarm could not be determined. Serial number of the mobile power unit was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was unknown if the mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose at the wall outlet or from the back of the unit. The patient described that they had static in their sheets. The mpu was not exchanged. There was no patient impact.